Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise with short mode switch episodes were noted on the right atrial lead. Isometrics and pocket manipulation could not reproduce the noise. The patient was asymptomatic. The device was reprogrammed; the patient was stable and would continue to be monitored.